Manufacturer narrative:
The service engineer (se) noted that the caller was able to adjust the settings and had no significant errors were in the significant event logs. The se requested that the caller perform a full pvt to help diagnose the issue. Review of the service history, the customer was advised to perform a full pvt to help diagnose the issue. It was then noted that multiple attempts to contact the customer were unsuccessful, and the record was closed with no details regarding the resolution. In addition, multiple good faith efforts (gfe) were performed for additional details regarding the resolution; however, no response was provided. Unable to determine if the customer's issue was resolved. It is unknown if the issue occurred while in clinical use. No patient or user harm was reported. Multiple good faith efforts were performed for further details regarding the event; however, no response was provided.

Manufacturer narrative:
Additional information was received that the device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported tidal volume will not change. There was no patient involvement.